Manufacturer narrative:
The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the stripped battery cap and also received motor error before. No harm requiring medical intervention was reported. Troubleshooting was declined. The insulin pump was returned for analysis.